Event description:
Patient had port-a-cath inserted. Returned to md office approx 9 mos later and reported leak in tube. Small hole noted at the 10cm line. Patient required outpatient surgery to replace port-a-cath.